Manufacturer narrative:
(B)(4). Date sent 7/18/2025 d4 batch #392d75 b3: unknown; captured as awareness date investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the the ntlc75 device was received with no apparent damage with a reload present. The reload had the proximal 5 drivers up with the swing tab in the locked position and with the right gripping surface damaged making the reload nonfunctional. In addition, dents were observed on the reload pan. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique it should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 392d75, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic right hemicolectomy, when used this product for extracorporeal reconstruction, the firing knob did not move forward and the device could not be fired. Therefore, it could be fired without any problems when used a replacement, and the surgery was completed. There was no effect on the patient due to this event. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.